Event description:
It was reported that during a surgical procedure, a pt required additional anesthesia due to a 30 minute procedure delays because the led of the navigation long pointer broke and the pointer was out of calibration. No adverse event was associated with the device.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.